Event description:
The customer reported being hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp will be mailed. Advised the customer to call back to perform the high pressure test once she receives the tubing clamp.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.